Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
Reference MDR # 2242445-2010-00021 for the first event involving the same pt. It was reported by the customer that a second berman balloon burst/ruptured at 400 psi. As a result, a new berman catheter (with a different lot number) was used successfully. It was reported this user is well experienced at using arrow catheters. There were no consequences to the pt. Add'l info rec'd on 3/17/2010 stated the balloon burst inside of the ventricle during injection of contrast medium. The second attempt was made with the same result. There was no reported pt injury. A third balloon of a different lot number was successfully used. Follow info rec'd on 3/26/2010 from (B)(6) stated that it was the balloon that "ruptured" or burst. It was not the catheter that ruptured. The first balloon burst. Then a second catheter was used and the second balloon burst as well. Of course, the customer did not inflate that balloon with 400 or 600 psi, the customer used the syringe to inflate the balloon.